Event description:
It was reported that during a lap sigma resection, the handpiece would not function and kept making code on the generator. They pulled another device and it worked fine. No patient consequence.